Manufacturer narrative:
Additional information: h3, h6. H10: the sample was received for evaluation with a cap attached to the female connector. A visual inspection with the naked eye noted a cracked main body. The reported condition was verified. The cause of the condition could not be determined; however, the damaged set is consistent with damage caused by exposure to chemical agents such as foreign solvents, dyes, or cleaning agents that damage the transfer set materials. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was a crack on the twist clamp (light blue main body) of a minicap extended life pd transfer set. This was identified during use of the device for peritoneal dialysis therapy. The transfer set had been in use for one (1) month. There was no patient injury or medical intervention associated with this event. No additional information is available.